Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error detected alarm, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm . The power management graph confirmed power error detected alarm, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The following were noted during visual inspection: cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a power error alarm. Customer stated they received low battery alarm prior to power error alarm. Customer stated second occurrence of replace battery alert was in less than 8 hours after low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.